Event description:
The customer called to report admission to the hospital for high bgs. Bgs were treated with manual injections. It was stated that the customer had problems with no delivery alarms. The pump alarmed while the reservoir was empty, during prime and bolus. The customer stated that the bgs were not always affected by it. Troubleshooting was performed. The pump passed the prime test. Assisted the nurse on setting up the replacement pump for the customer.